Event description:
During evaluation of the device for a different symptom, the philips field service engineer (fse) identified that the device failed to power on. There was no patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up reoprt will be submitted upon completion of the investigation.